Manufacturer narrative:
The involved reference-batch is unknown. As the reference-batch is unknown, the batch manufacturing record cannot be reviewed. We have not received any sample from the customer. Without any sample or more information, we cannot carry out an analysis in order to take a decision. Monosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: without samples or more information, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information received from the case: the client reported that a wound infection and thread granuloma occurred five weeks (41 days) after endoscopic coronary synostosis surgery. Furthermore, a crust formation at thread granuloma with infection and a wound dehiscence. The patient was reoperated and multiple wound irrigations and daily disinfectant dressing changes were necessary after reoperation. Secondary wound healing is now complete. This event is related to two different products due to the fact that the subcutaneous tissue cranium calvaria was sutured with novosyn 4/0 (reported under MFR report number 3003639970-2021-00002) and the skin cranium calvaria was sutured with monosyn 5/0 (this report). Product codes and batches involved are not known.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that a wound infection and thread granuloma occurred five weeks after surgery. Multiple wound irrigations and daily disinfectant dressing changes were necessary. The secondary wound healing is now complete. Patient data: (B)(6), female, year of birth: (B)(6). This event is related to two different products: monosyn suture (this report) and novosyn suture (reported under MFR report number 3003639970-2021-00002). More information has been requested.